Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri). A diagnostic data indicated that there was no low voltage fault code that has been declared but the device was depleting in a manner consistent with low voltage capacitors advisory. This device was malfunctioning. Hence, a device replacement and analysis were recommended. The device battery has a sufficient reserve capacity. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri). A diagnostic data indicated that there was no low voltage fault code that has been declared but the device was depleting in a manner consistent with low voltage capacitors advisory. This device was malfunctioning. Hence, a device replacement and analysis were recommended. The device battery has a sufficient reserve capacity. To date, the device remains in service. No adverse patient effects were reported. Additional information was received which indicated the ICD was explanted and replaced. No additional adverse patient effects were reported.